Event description:
A (B)(6) male pt contacted zoll customer support to report excessive adjust belt alarms. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. The cause of the adjust belt messages is a puncture in the ECG electrode signal line. The cause of the puncture is a cut in the electrode belt trunk cable. The root cause of the cut trunk cable cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.